Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 130 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on 02/04/2026 10:27:35. These alerts are expected and occur during normal pump operation. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked keypad overlay, and serial number label missing. The p-cap/reservoir does lock properly. Pump passed required testing, and no pump error 130 alarms noted during analysis. Confirmed damage on keypad overlay and battery compartment. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and noted a small crack on the keypad, mentioning this was the third pump with similar keypad damage. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The pump passed the displacement test. Troubleshooting was performed for damage, and the customer reported damage to the keypad. The customer also reported that the functionality was not affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.